Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End users son in law reported a small open wound next to the stoma. This wound is approximately a half inch in size. The end user had switched to the convex wafer. It was after that the end user started complaint of discomfort under the wafer. The open wound began between 1 to 2 weeks ago. The son in law feels that the pressure from the convex wafer is the cause of the ulceration. He independently started using an over the counter antibiotic ointment. He was instructed to go back to the flat wafer for now to relive the pressure on the peristomal skin. He was instructed to make sure the ulceration is covered by the mass to prevent effluent from entering the open wound. The son in law could not provide the products lot number. The end user hash powder and protective barrier wipes in the home. Product use and skin care instructions provided.